Event description:
The customer has had a recurrence of an intermittent error issue that goes back at least 1.5 years. The customer has had boards changed, humidity levels in the laboratory checked, and several other things worked on, but the issue keeps occurring. The customer stated they received a questionable intact human chorionic gonadotropin + the ss- subunit result (hcgb). Repeat testing was performed using the same e411 analyzer. The patient's initial hcgb result was >10000 miu/ml accompanied by a data flag. The sample was repeated on a 1:100 dilution and the result was <10.00 miu/ml accompanied by a data flag. The doctor questioned the result so the sample was repeated again with a 1:100 dilution. The result was 13408 miu/ml accompanied by a data flag. The customer considered the 13408 miu/ml result to be correct and it was issued as a corrected report. The patient was not adversely affected. The hcgb reagent lot number was 16250103 and the expiration date was 07/31/2012. The customer stated they do not spin the samples long enough or in accordance with the tube manufacturer's recommendation. The field service representative could not find a cause. No remedial action taken. Performance testing was done with results within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Calibration data was within expectations. Quality controls were within ranges. A general reagent issue was not apparent. Instrument checks were within acceptable specifications. Based upon the information provided, the customer is not centrifuging samples per the sample tube manufacturer's recommendation. This is a possible cause for the low result. No adverse events for the patient were reported.